Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08710 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. A review of the pump history file reveals on 6/1/2025 there were six (6) no delivery (insulin flow blocked) alarms (08:42, 08:45, 10:55, 10:59, 11:03, and 11:05) during a bolus deliveries. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked lcd display window, cracked battery tube threads, and pillowing keypad overlay. Insulin flow blocked alarm complaint is not confirmed. No unexpected under delivery anomaly noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleges the pump is underdelivering and received an insulin flow blocked alarm. The customer experienced hyperglycemia and was treated with boluses from the pump. The event involved product(s) mmt-384a, mmt-1880, and mmt-332a. Troubleshooting was performed for the insulin flow blocked alarm, and it's a past-resolved event. Troubleshooting was performed for the high blood glucose. The customer has been using the insulin pump system within 48hours of a reported high blood glucose event. The customer is not using the minimed 670g/770g/ 780g system with the auto mode/smartguard feature active at the time of a high blood glucose event. No further patient complications were reported. No product return is required for mmt-384a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.